Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a 45-year-old female patient who had essure (batch no. C64469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no gynaecological and no medical past history. No concomitant affections and no concomitant treatments. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia") and endometriosis ("anterior and posterior endometriosis lesions"). The patient was treated with surgery (bilateral salpingectomy with cornuectomy were performed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, asthenia and endometriosis outcome was unknown. The reporter provided no causality assessment for asthenia, endometriosis and pelvic pain with essure. The reporter commented: biopsy was performed. Exeresis of both anterior and posterior endometriosis lesions. The defective sample was not kept., pelvic pain started rapidly after the placement of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; the technical complaint investigation was conducted and the outcome of the investigation resulted in an unconfirmed quality defect.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. C64469) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia") and endometriosis ("anterior and posterior endometriosis lesions"). The patient was treated with surgery (bilateral salpingectomy with coronectomy were performed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, asthenia and endometriosis outcome was unknown. The reporter provided no causality assessment for asthenia, endometriosis and pelvic pain with essure. The reporter commented: biopsy was performed. Exeresis of both anterior and posterior endometriosis lesions. The defective sample was not kept. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; the technical complaint investigation was conducted and the outcome of the investigation resulted in an unconfirmed quality defect.